Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Receiver charge and boot test were performed and failed due to usb connector damage, receiver won't turn on. Functional test was not performed due to usb connector damage, receiver won't turn on. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to no data, receiver won't turn on. The allegation was confirmed. The probable cause was determined to be defective usb connector. No injury or medical intervention was reported.